Manufacturer narrative:
On 21-feb-2017, fse arrived at the site to address the reported event. Inspection of the device revealed that line I-5 & I-6 where switched. Fse, made the correction, then primed the device and ran controls without issue. Instrument was performing as intended. No further action was required by field service. The most probable cause of the reported event was due to line improper placement of lines I-5 & I-6. . Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, the customer reported "102 high pressure" and "150 grad sensor" errors with their g8 analyzer. The customer attempted to troubleshoot by repowering the main breaker. She further reported receiving a message that said " as searching, system not found". A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.